Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6949 implantable tachy lead implanted: 2006 (B)(6); 5076 implantable pacing lead implanted: 2006 (B)(6); (B)(4)implantable cardioverter defibrillator (ICD) implanted: 2010 (B)(6). (B)(4).

Event description:
Infection was reported. The lead was removed. No further patient complications have been reported as a result of this event.